Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports that after injecting insulin to the pt, the nurse engaged the safety lock of the syringe, but the bottom part cracked and caused the needle to bend over giving the nurse a dirty needle stick. The nurse followed hospital protocol, lab work was completed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.